Event description:
(B)(4). I started to get cramping and bleeding horribly. By (B)(6), I was going into surgery for a hysterectomy; my right fallopian tube was wrapped around my uterus. It has been 2 years since my surgery and I have gained more than 100 lbs, my hair is falling out, I have horrible cramping, painful intercourse with my husband, hot flashes, early menopause, back aches, muscle aches, migraine, and after I had the hysterectomy, the doctors didn't "cartirize" me properly, I bled internally where my uterus was, they had to go in and save my life, they put a bulb outside my stomach and they also nicked my bladder while removing my uterus. My pain tolerance is very low to begin with and now its even lower; the essure is still in my left fallopian tube and causing me problems but now I have to find a gyne I can trust and don't think its all normal or in my head; yes it was provided by my insurance.